Event description:
Caller tested 3.6 inr, 2.6 inr, and 2.6 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system however caller no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.